Event description:
Attorney reported: patient sustained injury and damages associated with use of defective bard composix mesh. As a result of having the bard composix mesh implanted in the patient, the patient suffered disabling pain and required surgical intervention.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.